Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with sudden onset of severe punctate keratitis (spk) likely secondary to dry eye syndrome in both eyes. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of dry eye. Patient reported symptoms are interfering with daily activities. Patient to seek second opinion with optometrist. Bcva from (B)(6) 2017: right eye pre-op 20/20 2.50 x -.50 x 97, left eye pre-op 20/20 2.25 x -.25 x 47. Bcva from (B)(6) 2017: right eye post-op 20/80, left eye post-op 20/200. Bcva from (B)(6) 2018: right eye post-op 20/20 .25 x -.50 x 10, left eye post-op 20/25 .00 x -.50 x 67.